Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft kink and the reported shaft detachment were able to be confirmed. The reported inflation issue was unable to be confirmed due to the condition of the returned device. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances.

Manufacturer narrative:
(B)(4). Correction- device status changed from returning to not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system was advanced, resistance was met with the mildly tortuous, mildly calcified anatomy resulting in the reported failure to cross. Manipulation of the device resulted in the reported shaft kink; thus, resulting in the reported inflation issue as the device was attempted to be inflated. As reported, after removal from the anatomy the kinked proximal shaft fractured and separated into two pieces resulting in the reported shaft detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, the following additional information was received: the physician was able to position the device partially in the lesion, but not the way he wished. He then tried to inflate the balloon without success due to the damaged shaft. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly tortuous, mildly calcified, mid left anterior descending (lad) coronary artery. A 2.5 x 23 mm xience prime stent delivery system (sds) was advanced, but met resistance and would not cross the lesion. Force was applied and the proximal portion of the sds shaft kinked. An attempt was made to inflate the balloon and it would not inflate due to the kink in the shaft. The sds was removed from the anatomy with no issues noted. After removal from the anatomy the kinked proximal shaft fractured and separated into two pieces. The procedure was completed with the successful deployment of a non-abbott stent implant. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.